Manufacturer narrative:
The device is no longer in production, is over (B)(6) years of age, and is beyond it's expected life.

Event description:
The hospital staff reported that the 5892 table began rotating to the right without anyone touching the controls. This is reportedly the third time this has occurred in the last month. After investigation by clinical engineering staff, the probable cause was accidental control activation enabled by poor pendant design. As designed the pendant is subject to accidental activation via unintentional contact with persons or objects. This is exacerbated by the fact that on this particular table, the clip to hold the pendant in its proper stowage position had been broken off (non-robust plastic design does not tolerate rough handling), leaving it subject to inadvertent actuation. Additionally, during transfer of the pt after surgery from the table to a stretcher, the staff had to actively prevent the pt from falling due to the inadvertent movement. During use, "the user stated she heard the motor run and the platform rotated more than the lash limit". The customer is stating that it is possible that the pendant was accidentally actuate when preparing to transfer the pt onto the stretcher at the end of the case. Human factors design criteria require a two-step operation to initiate critical control actions. The present design does not meet the criterion. Hospital is requesting for actions to improve the design of their table by the following: arrange for a hinged polycarbonate lexan carbonate plastic cover to prevent accidental activation. Discuss need for better pendant design with mizuho osi engineering to include more robust pendant with metal clip and 2-step activation process. Uf ref: (B)(4).